Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2019. Due to metallosis and severely elevated cobalt and chromium levels. The patient outcome is unknown.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During our investigation it was noted that there is an addendum by the operating surgeon stating ¿please note. The original acetabular cup is not a smith-nephew as recorded. The original acetabular cup that was left in place was a wright-medical ¿conserve¿, size 58 diameter with a 48 inner head size. The smith nephew was recorded in error.¿ sales records have been reviewed which have confirmed that the chartstix for the smith and nephew parts were the only products supplied for the revision from smith + nephew. These do not match the parts that have been noted during the revision surgery. A review of the records that have been provided have indicated that the devices reported as being involved were not implanted, tracking details of shipments to the hospital has confirmed that the devices sent could not have been used based on the surgeons notes with confirmation of sizes used. If more information is received, this investigation will be reopened. No medical investigation was performed based on the above information. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of smith+nephew devices. Based on the information provided it has been concluded that this is not a valid complaint against a smith + nephew device. If further information is provided in the future this will be reviewed and the case may be reopened. No preventive or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. No other similar complaints were identified to involve this batch. Using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored. A review of the historical complaints data for the femoral head was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. Similar complaints have been identified for this batch and this failure will continue to be monitored. Using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. Other similar complaints have been identified for the part number and the reported failure mode in this timeframe, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product ifus found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. It should be noted that the patient had a left hip resurfacing in 2010 which was revised in 2015 and the hip resurfacing was ¿done by 2 different companies from the right hip to the left hip.¿ it cannot be determined to what extent the patient¿s left hip (non s+n components) had on his clinical status. It is noted that the patient¿s chromium and cobalt levels decreased after revision of the left hip that is not associated with s+n products. With the information provided, the clinical root cause of the reported pain, metallosis, and severely elevated cobalt and chromium levels cannot be confirmed. It cannot be concluded that the reported clinical findings are associated with a mal performance of the implant or implant failure. The patient impact beyond the revision cannot be determined. Based on the provided information, it is unclear as to whether the implanted devices were smith and nephew products. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.